Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with a nurse, it was clarified that the blood leak occurred immediately at the beginning of the hd treatment. The blood leak was noted as being an internal blood leak at the hansen. The leak was visually observed. The machine, a fresenius 2008k2 machine, did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with a nurse, it was clarified that the blood leak occurred immediately at the beginning of the hd treatment. The blood leak was noted as being an internal blood leak at the hansen. The leak was visually observed. The machine, a fresenius 2008k2 machine, did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9., g.1., h.3. Plant investigation: a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed.there was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.